Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the reporter alleged the battery compartment was cracked. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
On (B)(6)2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the reporter alleged the battery compartment was cracked. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.